Event description:
A technician reported a case of blurred distance vision, observed at one week post lasik procedure. Reporter indicated the patient was not getting used to blended vision (mono and distance), and noticed rainbow glare around lights. Reporter relayed upon slit lamp exam indicated flaps were noted as clear. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).